Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the bifurcated talent stent graft has migrated 3-4 cm distally with no proximal type I endoleak present. The aortic neck above the talent graft had dilated to 33 mm in diameter. The aortic neck at the renal arteries and 1.5 cm below the renal arteries measured 29 mm in diameter. An endurant aortic cuff was implanted first extending from the bifurcation of the original graft up into the neck of the aorta. There was still 1.5-2 cms left between the endurant aortic cuff and the renal arteries therefore a second endurant aortic cuff was implanted to the level of the left(lowest) renal artery. Both cuffs were then ballooned. An angiogram was then performed and the migration was resolved. The physician stated that the cause of the migration was related to the patient¿s anatomy, continued aortic neck expansion or growth. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.